Event description:
It was reported that the set screws would not seat properly into the saddle of the intended screw. The screw was removed and replaced with another screw. Pt status is good.

Manufacturer narrative:
Add'l catalog # 2000-1005, lot # 2066733. 5/2007.